Event description:
It was reported that balloon detachment and balloon rupture occurred requiring treatment. The target lesion was located in the non-tortuous and moderately calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and it came off from the catheter. Additionally, a piece of the balloon remained in the vessel when the catheter was removed. The device stayed in place, and the physician was able to pass a wire beyond the fragment. The fragment was then stented against the vessel wall. There were no additional interventions performed. The procedure was completed, and no further issues were reported.

Event description:
It was reported that balloon detachment and balloon rupture occurred requiring treatment. The target lesion was located in the non-tortuous and moderately calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured, and it came off from the catheter. Additionally, a piece of the balloon remained in the vessel when the catheter was removed. The device stayed in place, and the physician was able to pass a wire beyond the fragment. The fragment was then stented against the vessel wall. There were no additional interventions performed. The procedure was completed, and no further issues were reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 3.00mm x 12mm balloon catheter was returned for analysis. A visual and tactile inspection identified multiple kinks were noted along the hypotube shaft. A visual, tactile and microscopic inspection identified complete circumferential tear was noted 22.8cm from the port exchange with the distal section not returned. The inner lumen was detached 19.5cm from the port exchange. The break was inside the outer lumen.